Manufacturer narrative:
A2: date of birth: (B)(6) e1: initial reporter phone: (B)(6) device history review: a review was completed of the device history records (DHR) for the promus premier select, part # h7493939920250, batch # 0036810513. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Media provided by the customer was reviewed by boston scientific medical personnel. Based on the angiographic material available, the findings are consistent with acute thrombus formation within the proximal lad stent, occurring in the context of severe multivessel disease, heavy calcification, reportedly cardiogenic shock, complex anatomy, and angiographically suboptimal initial stent expansion. Due to the limited procedural, clinical, and periprocedural details provided on this case, the precise cause of the thrombotic event could not be determined or if there were any procedural, device, or patient related factors that contributed to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the promus premier select device confirmed that the event of 'chest pain' and 'thrombosis, acute (stent/treated vessel/device implant site/device) ' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information available, boston scientific assigned the investigation conclusion of "known inherent risk of device' as the most probable cause. No device malfunctions were reported, and the patient was administered heparin, and their activated clotting time (act) was appropriately monitored prior to the acute thrombosis. Medial review identified stent under expansion consisted with severe calcification present. Additionally, media review noted acute thrombus formation with the proximal lad stent with possible suboptimal stent expansion, heavy calcification, complex patient anatomy and severe multi-vessel disease; however, the cause of the acute thrombosis could not be conclusively determined. Chest pain and stent thrombosis are both listed in the product's instructions for use (IFU) as known adverse events associated with device use.

Event description:
It was reported that the chest pain and acute stent thrombosis occurred. Three synergy shield drug-eluting stents (2.25 x 8 mm, 2.75 x 24 mm, and 2.50 x 32 mm) and two promus premier select drug-eluting stents (20 x 2.50 mm and 16 x 2.75 mm) were selected for implantation in the left circumflex (lcx) and left anterior descending (lad) arteries. The 2.25 x 8 mm synergy shield stent was deployed at 10 bar for 9 seconds in the distal lcx segment, the 2.75 x 24 mm synergy shield stent was deployed at 10 bar for 6 seconds in the proximal lcx segment, and the 2.50 x 32 mm synergy shield stent was deployed at 12 bar for 8 seconds in the distal lcx segment. In the lad, the 20 x 2.50 mm promus premier select stent was deployed at 14 bar for 5 seconds in the proximal segment, and the 16 x 2.75 mm promus premier select stent was deployed at 14 bar for 5 seconds in the proximal segment. Following stent deployment, despite appropriate monitoring of activated clotting time (act) and administration of heparin, the patient developed severe chest pain and acute stent thrombosis immediately after completion of the procedure, required re-intervention. Percutaneous coronary intervention (pci) was performed; however, no further information is available.

Manufacturer narrative:
A2: date of birth: 1946. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the chest pain and acute stent thrombosis occurred. Three synergy shield drug-eluting stents (2.25 x 8 mm, 2.75 x 24 mm, and 2.50 x 32 mm) and two promus premier select drug-eluting stents (20 x 2.50 mm and 16 x 2.75 mm) were selected for implantation in the left circumflex (lcx) and left anterior descending (lad) arteries. The 2.25 x 8 mm synergy shield stent was deployed at 10 bar for 9 seconds in the distal lcx segment, the 2.75 x 24 mm synergy shield stent was deployed at 10 bar for 6 seconds in the proximal lcx segment, and the 2.50 x 32 mm synergy shield stent was deployed at 12 bar for 8 seconds in the distal lcx segment. In the lad, the 20 x 2.50 mm promus premier select stent was deployed at 14 bar for 5 seconds in the proximal segment, and the 16 x 2.75 mm promus premier select stent was deployed at 14 bar for 5 seconds in the proximal segment. Following stent deployment, despite appropriate monitoring of activated clotting time (act) and administration of heparin, the patient developed severe chest pain and acute stent thrombosis immediately after completion of the procedure, required re-intervention. Percutaneous coronary intervention (pci) was performed; however, no further information is available.